Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the instructions for use found certain sterilization and maintenance techniques may contribute to a loss of video. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, just before a laparoscopic appendix removal surgery, when the "560h hd camera head" was connected to the console, nothing could be seen. Everything was blank with hd, white balance options showing in screen, no image could be seen. The procedure was successfully completed without significant delay using a karl-storz competitor device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.